Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6)2017 15:46:33 pst ice batch user (batch_ice) phone (B)(6). Complaint status: in process mdt initial contact: (B)(6) taken by: (B)(4) customer mother called to report a sensor end alarmed after 24hours. I epxlained that probably they did not did the right steps when connected to the sensor. She asked me to check the carelink reports. Xx country: (B)(6). City: (B)(6). Input date: (B)(6)2017 warranty start: 00/00/0000 warranty end: 00/00/0000.